Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to increasing pacing threshold measurements, which was draining the battery life of the implantable cardioverter defibrillator (ICD) device too quickly. It is suspected that the steadily increasing threshold is related to patient condition the physician elected to cap the lead instead of explanting it for precautionary measures. No additional adverse patient effects were reported.